Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged damage to the battery tube, unexpected power loss and battery charge lasting less than expected found on (B)(6), 2021. Device passed self test, and displacement test. Device did not pass sleep current measurement and active current measurement test du to moisture found on pcba 1 and pcba 2. No unexpected alarms or resets during testing. The test p-cap locks properly in place in the reservoir compartment noted. Device was cut open to perform visual inspection and moisture damage was found on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), battery tube threads - cracked, and minor scratches on lcd window. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review of the pump history, low battery alert was found on (B)(6), 2021 at 15:07 and 23:12, and on (B)(6), 2021 at 8:53 and 18:00. The low battery alerts are due to moisture damage on electronic assembly. No power loss alarm noted. In summary, customers alleged damaged battery tube was confirmed by visual inspection where cracked battery tube/threads were noted, additionally, battery charge lasting less than expected noted due to moisture damage found on pcba 1 and pcba 2. Power loss alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. Customer stated that insulin pump had a crack and new battery did not resolve issue. No harm requiring medical intervention was reported. The device will be returned for analysis.